Event description:
It was reported that the trupulse was upgraded to ee software 2.2.2.31. The fluid counter was reading the wrong amount of fluid. Low fluid warning alert did not stop the generator from ablating when fluid count reached zero. The IV (intravenous) bag still had fluid. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the trupulse was upgraded to ee software 2.2.2.31. The fluid counter was reading the wrong amount of fluid. Low fluid warning alert did not stop the generator from ablating when fluid count reached zero. The IV (intravenous) bag still had fluid. Hardware evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. No failure was found on the system. The system worked as intended after a system restart. Other circumstances may have affected device performance. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified as part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).